Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a mildly tortuous mid lm lesion in an emergency case of a patient with mi. There was no evidence of restenosis or thrombus. No damage was noted to device packaging, or issues noted removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was reported during advancement and no excessive force was used. It was reported that a dissection was noted after stent implantation. It was treated with a stent graft. It was reported that the patient died. Cause of death is reported to be dissection, electromechanical decoupling. The physician thinks the stent caused the dissection. It is not determined whether the death was triggered by the implantation or by the infarction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned cine images show the delivery of the procedural wires into the lad. Difficult cannulation of left system was experienced. There is effectively no lm. Difficult to select the lad but eventually successful. Subsequently a long stent - most likely the 34mm resolute integrity stent was delivered and deployed into a small diameter lad. Stent deployment led to a distal stented vessel split with pericardial contrast accumulation. The leak is eventually partially sealed with a graftmaster, but there is sizeable accumulation of contrast and presumably blood in the pericardium leading to tamponade.